Event description:
The following information was provided: right-hip-revision. Pt. Presented with complaints of pain and "feeling like his hip wasn't stable." Following a tha "done a couple years ago". Dr. Opted to leave the trident shell and accolade2 stem in-situ, revising only the x3 liner and biolox head. No complaints filed against the components themselves, no further info available.

Manufacturer narrative:
Reported event: an event regarding right hip revision due to instability involving unknown implant liner was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including product identification, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.